Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d4 ICD implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a systemic infection and endocarditis. Additionally, the patient was treated with antibiotic treatment. No further patient complications have been reported as a result of this event.